Event description:
One of two devices used. Reference 2183870-2012-00053 (silverhawk) for other device used in this procedure: it was a very tortuous iliac. The physician did multiple procedures for these devices and they broke in the same way in which the physician was trying to remove the device out of the sheath. The device pulled apart or broke in two different locations. On the turbohawk the physician had to pull the entire sheath with the device because they felt they may lose a portion of the turbohawk.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.